Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported the unit has physical damage; 2 pins that contact battery have broken off. There was no reported adverse patient impact.